Manufacturer narrative:
No product returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming cassette not attached properly. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received on 01-sept-2022 via email and attached in the complaint object: these pumps did not fault while in use with a patient. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated., corrected data: d4: correction: model number: 2120, h4: correction: device manufacture date: updated: 18-jul-2015.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt. Error codes were found in the ehl (event history log) multiple times. The customer reported issue was not duplicated during the investigation, but the problem was found in the event log. Root cause of the reported event is unknown. The downstream occlusion (dso) sensor will be replaced for preventive measure. A nonconformance report (ncr) was created to investigate the incorrect/no cassette/disposable detected issue which is ongoing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device was previously repaired on 18-feb-2022 for bubbled dso seal. An improperly replaced dso seal may impact the function of the dso sensor, but there is no indication that the previous repair caused this issue.